Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experience resistance when trying to fill a cartridge with insulin. A cartridge change was performed resolving the issue. Blood glucose level was in the 200's mg/dl range.